Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she went to the hospital because she was experiencing high blood glucose. While in the waiting room, the customer discovered that the cannula of the infusion set was bent on the outside of her body. The customer called her doctor who directed her to change her infusion set and treat herself at home. The customer took a manual injection to treat her blood glucose. The reported blood glucose reading was 600 mg/dl. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.